Manufacturer narrative:
Issue resolved by customer; no details on fix. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the middle pedal of the wireless footswitch was not functioning on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.